Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. DHR review: release date: 12/30/2019. Released quantity was 404,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9325617 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that an unspecified number of bd integra¿ syringe with detachable needles experienced leakage past the stopper/plunger and broken/damaged plunger rods. The following information was provided by the initial reporter: date received for intake: 17-sep-2020. Material no: 305270, batch no: 9325617. We spoke on the phone about a defective syringe. Normally I would not file a complaint over a defective syringe (the plunger was not seated and shingrix diluent leaked out of the barrel of the syringe). Valued at $(B)(6).